Event description:
It was reported that during an unk procedure, the staples deployed, but did not staple the vessel. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.